Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 22-dec-2020 and 18-aug-2021 showed the gradual decrease of the pacing impedance from 400ohms to 270ohms with sudden drops to below 200ohms in the end of the recording period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing and ICD charging cycle. The provided picture showed a lead insulation damage. However, in spite of the available picture and available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 31 months, an insulation damage was observed. The doctor decided to extract the rv lead.